Event description:
The user facility reported that at the beginning of a patient procedure their cmax surgical table began to tilt without being commanded to do so and the patient began sliding off of the table. User facility personnel caught the patient and repositioned them on the table. The procedure was completed successfully and there was no report of injury to the patient. A user facility employee obtained a bruise on their leg as a result of the reported event. No medical treatment was sought or administered.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and found that the locking nut on the bolt of the tilt cylinder assembly was not properly secured. This allowed the bolt to back out of the cylinder and subsequently detach resulting in the reported event. The table was installed in 2007 making it approximately 15 years old and is not under steris service agreement; the user facility is responsible for all maintenance activities. The cmax surgical table operator manual states (1-3), "warning: personal injury and/or equipment damage hazard: regularly scheduled preventive maintenance is required for safe and reliable operation of this equipment. Contact steris to schedule preventive maintenance." The technician replaced the tilt cylinder and locking nut, tested the table, confirmed it to be operating according to specification, and returned it to service. The technician counseled user facility personnel on proper preventive maintenance activities. No additional issues have been reported.